Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. Single use do not resterilize pk7692101, (B)(6) 2012. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." (B)(4). The device was not returned.

Event description:
It was reported that the drainage eyes were too close to the tip of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the drainage eyes were too close to the tip of the catheter.